Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light source test fail due to light guide bundle faulty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause traced to a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an abnormal image during setup and inspection for use before the patient was in the room. There were no reports of patient involvement.